Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that vegetation on the right ventricular (rv) lead was observed. Subsequently, surgical intervention was performed to extract the lead. However, during the procedure, difficulty snaring the lead coils was encountered and the physician was required to open the patient's chest and myocardium in order to manually explant the lead and vegetation. No additional adverse patient effects were reported.